Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed high rate non-sustained episodes, a variation in lead impedance, and potential over-sensing. It was also reported the right atrial lead threshold was high and there was an impedance alert for the superior vena cava (svc) coil; however, there is not an svc coil. A request for additional information was made but not received. The leads remain in use and no patient complications have been reported as a result of this event. Additional information was received. Re-programming was performed by turning off the device. The patient was scheduled for "device extraction and re-implant deep below the pectoral muscle. The patient dislodged the lead due to playing with the device."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.